Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Performance testing found that when an astral device was connected to ac power it detected the power source to be a dc power and failed to charge its internal battery. During evaluation it was observed that the device also failed to complete its internal self-test. The evaluation determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The device failure to complete its internal self-test was due to a defective pneumatic block. The main pcb and pneumatic block were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was not detecting the correct power source and failed to charge its internal battery. There was no patient injury reported as a result of this incident.